Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: on july 17, 2024, customer's attorney reported that the customer had a low blood glucose on (B)(6) 2018 at 7:29pm. Customer was found unresponsive by her father. Paramedics were called and the blood glucose was 20mg/dl. They gave glucagon and then 5 grams of dextrose. Then, she was taken to the emergency room. Customer had not eaten yet that day. Customer alleged retainer ring damage (customer did not say whether they dropped the pump) and over delivery. Pump was used within 48 hours of the low per customer¿s allegation against the pump. Customer will not continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucagon, glucose/carb intake, emergency room visit. The customer reported a blood glucose value of 20 mg/dl. The customer reported the following led up to the event was no troubleshooting was identified. The event involved product(s) unomedical, unk_sensor, mmt-1780kl, mmt-332a. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported low blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. The customer alleges over delivery. No further patient complications were reported. No product return was required for unomedical. No product return was required for unk_sensor. No product return was required for mmt-1780kl. No product return was required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.